Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from japan- edwards received notification of a pascal precision in mitral position where after the surgery, the septal diameter was relatively large, but there were no problems with oxygenation. A septal closure was performed at another hospital.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. Additional h6 type of investigation code: labelling review. The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with empirical evidence, as the device was not returned and imaging was not provided. No manufacturing non-conformities were identified based on the information provided by the clinical specialist present at the case. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. A definite root cause is unable to be determined.